Manufacturer narrative:
Lit ref: https ://doi.org/10.1007/s0039 2-018-1252-0). If information is provided in the future, a supplemental report will be issued.

Event description:
From the literature article: more than 1000 implantations with bare metal stents, and drug eluting stents were analysed. Endeavor drug eluting stents and resolute drug eluting stents were amongst the devices implanted between 1 january 2007 and 8 january 2014. All cases of definite stent thrombosis (st) during this time period were analyzed based on type of assigned stent group (bms, n-des or o-des) and antiproliferative drug. A total of 2268 cases of st occurred during the study period.